Manufacturer narrative:
Additional information: additional information was received reporting that the affected eye was the right eye, and that the lens was fully inserted, then removed and replaced in the same procedure due to bent back haptic , ¿tech error¿. Another johnson and johnson lens was implanted as replacement (same model, same diopter). There was no incision enlargement, unplanned suture, or unplanned vitrectomy required. Surgeon's name (initial reporter last name) is stahl. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 19, 2023. Section h3: evaluated by manufacturer: yes. Section h6: health effect - impact code: code 4631 - more complex surgery. Section h6: medical device problem code: code 1670 - use of device problem. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half (one half missing). The lens was cleaned and, lens damage on the edge of the optic could be observed. No damage to the haptic was identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue dc-haptic damaged was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Corrected data: upon further review it was noted that "g4" field which should have been populated with "no" was inadvertently left blank on the initial MDR; therefore, the information has been corrected in this supplemental MDR report and the following fields have been updated accordingly: section g4: combination product: no. Additional correction: based on the additional information received that there was a tech error which caused the haptic be damaged (bent back) and there was no patient injury and no medical or surgical intervention required. There is no quality issue with johnson & johnson iol. Therefore, this event is assessed as not reportable. There will no longer be any further reporting under MFR report number: 3012236936-2023-00028. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a bent back haptic. There was patient contact. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as there was no indication that the lens was implanted. If explanted, give date: not applicable, as there was no indication that the lens was implanted. Multiple attempts were made to obtain additional information regarding the event; however, no additional information was available. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.